Event description:
The account alleges that the hi/low function is drifting.

Manufacturer narrative:
The account stated that due to credit issues, they are unable to have any work performed on this device. The account will contact hill-rom at such time when they are ready to have the work performed. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.